Event description:
It was reported that the patient had high impedances. The patient underwent full system revision procedure. The explanted devices were not returned per hospital guidelines. Additional information was received that the patient had difficulty charging the implantable pulse generator (ipg). The patient was doing well postoperatively.

Event description:
It was reported that the patient had high impedances. The patient underwent full system revision procedure. The explanted devices were not returned per hospital guidelines. Additional information was received that the patient had difficulty charging the implantable pulse generator (ipg). The patient was doing well postoperatively.

Manufacturer narrative:
(B)(6): investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances. The patient underwent full system revision procedure. The explanted devices were not returned per hospital guidelines.

Event description:
It was reported that the patient had high impedances. The patient underwent full system revision procedure. The explanted devices were not returned per hospital guidelines.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 5041606 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7043576 UDI: (B)(4). Product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6). Batch: 528039 UDI: (B)(4).